Manufacturer narrative:
Gas loss alarm that had occurred a couple of times several hours, esp personnel reassured her there was nothing wrong with the pump also reminded her to confirm the tubing was clear and connections were tight. They discussed possible reasons for the alarm. He said that we do not become concerned unless the alarm happens multiple times in an hour and/or is not resolved with the iab fill key.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss alarm, there was no harm or injury reported.